Event description:
It was reported that surgery time was extended due to breakage of the instrument. The total surgical time was 7.5 hours; however, the intended length is not known.

Manufacturer narrative:
The returned device is currently under evaluation.